Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the patient implanted with this right ventricular (rv) lead experienced a pneumorthorax during implant. This was due to a needle stick before the lead implantation part of the procedure. Intervention in the form of a chest tube was performed. No additional adverse patient effects were reported.